Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the coil spring of the hold-sl f/scr ø2.4 t8 f/scrdriver shafts was missing. No other problems were identified. Based on the information available, it is not possible to determine in which part of the process the component was missing. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the hold-sl f/scr ø2.4 t8 f/scrdriver shafts would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review, part # 314.468. Synthes lot # 5198934. Suppliers lot # na. Release to warehouse date: 07 apr 2006, manufactured by: synthes brandywine, no ncrs were generated during production. DHR is retrieved from pi-17455820624942169. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6 investigation summary: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '314.468, hold-sl f/scr ø2.4 t8 f/scrdriver shafts had a missing spring. Based on the available evidence, a definitive root cause could not be determined for missing components. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the hold-sl f/scr ø2.4 t8 f/scrdriver shafts would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 314.468, synthes lot # 5198934, suppliers lot # na, release to warehouse date: 07 apr 2006, manufactured by: synthes brandywine. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that the hold-sl f/scr 2.4 t8 f/screwdriver s consists of 4 parts, and is missing the spring belonging to it. The product damage has been identified during loan kit inspection by the loan kit technician. There are no surgeon, procedure, or patient details available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Recaptured code on h6 health effect - impact code. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.